Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016 customer reported that they feel much better, and that their blood glucose level is stable , it had dropped to 300 mg/dl. Device not returned.

Event description:
Customer reported high blood glucose (bg) levels due to not receiving a correction bolus. Customers bg level was 414 mg/dl, the customer addressed high bg level with pump bolus. Tandem technical support (cts) recommended customer to change supplies and discuss high bgs with health care provider. Cts followed up with customer and reported that customer feels much better and that bgs are stable.

Manufacturer narrative:
(B)(4).